Event description:
Potential malfunction of calibration data file may cause the 4 cm spherical applicator to deliver a higher dose to patient than displayed or calculated. No adverse event occurred to patient.

Manufacturer narrative:
As a result of a potential malfunction of the calibration data file provided by MFR, the spherical applicator with a 4 cm diameter may deliver a higher dose to patient than calculated or displayed. Additional testing and documentation in the quality control check concerning the calibration data file was implemented as a means of corrective action. No medical device in the u.s. Is affected by this malfunction. A recall in some countries has been initiated. This report was generated because of similar devices marketed in the u.s.